Event description:
It was reported that during a hip bone biopsy the needle broke off at hub. The dr was able to remove the indwelling piece intact without further complications being reported. The procedure already complete when the reported incident occurred.